Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and the issue could not be confirmed via lighthouse as this issue is not associated with an error code. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was connected to confirmed bricked through vmware. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the root cause was determined to be a bricked ccc. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was not powering on. Although the system cables were connected, it was initially stated they were not. The tower information lacked the system serial number. A hard power cycle was attempted, but the issue persisted. The patient side cart successfully started in standalone mode. The customer was unable to check the console as they needed to set up another room for the morning's procedure. The procedure was aborted with no reports of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: confirmed that there was no patient involvement. This occurred prior to the start of the procedure with no ports placed.